Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the device was positioned inside the patient, when the brush was actuated, difficulty was encountered in extending and retracting the brush. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the device was positioned inside the patient, when the brush was actuated, difficulty was encountered in extending and retracting the brush. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was kinked in several locations and the handle cannula was bent. Functional evaluation found that when the handle was actuated, it was very hard to move the brush in and out of the catheter. The brush was bent. Review and analysis of all available information indicated the most probable root cause for this event was operational context.